Event description:
A pt was treated for acanthamoeba keratitis in their right eye. The pt was hospitalized in 2000 for treatment for 18 days. Treatment consisted of levofloxacine and giflucan (sic). The pt still has a corneal haze on the right eye and the resulting best corrected visual acuity is 1.2 (20/24). The treating eye care professional stated that in his opinion this infection was due to the pt's poor compliance as they cleaned their lenses in running water.